Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that their insulin pump was damaged and that the customer also experience a high blood glucose of over 500mg/dl during no delivery alarms. Troubleshooting for the high readings was declined. The customer's father was assisted with damage troubleshooting. Customer's father stated that the battery cap's rim had a crack and was worried that it might not work the next time he changes the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The father also declined troubleshooting for the no delivery alarms. The insulin pump will not be returned for analysis.